Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) lost pairing to the ilet, resulting in signal loss between the cgm and the ilet, and the customer was guided to toggle bluetooth, restart the device, and re-enter the pairing code to initiate re-pairing. No adverse clinical symptoms reported. Outcomes included no medical intervention or health impact. User support included technical support troubleshooting and user education focused on connectivity restoration. Investigation of this case revealed a communication interruption between the external cgm and the ilet that was addressed through standard reconnection procedures, with no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption resolvable through routine troubleshooting.

Manufacturer narrative:
Initial.